Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device lost ECG signal via electrode pads and was unable to obtain a signal for the remainder of the case. The pads were changed without resolution. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device logs were provided for review. A review of the device logs indicates the customer was not in the correct lead view. When the user change pads on the patient, the pads lead view was never reselected. Changing the lead view manually or pressing a defib related key would have corrected the issue. Analysis for reports of this type has not identified an increase in trend.